Event description:
The customer reported being hospitalized due to high blood glucose of over 500mg/dl. The customer treated her glucose level with manual injections. The customer also reported that the insulin pump alarmed button error. The customer stated that she was not able to clear the alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.